Event description:
It was reported that via a routine monitor transmission, short interval counts (sics) were observed on the right ventricular (rv) pace/sense lead. It was also reported that this apparently began following a rv lead prophylactic procedure due to low r-waves on the already implanted rv high-voltage lead. No action was taken and both rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.